Manufacturer narrative:
Two tapered screw-vent implants with mtx surface (tsvb11) were received for investigation. Visual inspection of the as returned products identified minor signs of wear and bone residue around the external threads due to usage. In addition, there was dried blood residue around the internal hex of the product. Measurements were taken using a caliper (ID: cal1831; due date: sep 25, 2020). Through dimensional analysis and comparison to drawings (dwg no.pd-tsvb11 rev. L), it was determined that the products met design specifications. No pre-existing conditions were noted on the per. X-ray or images were not provided. As a result, bone loss could not be verified. DHR review for the lot (1222922) had revealed no deviations nor non-conformances which could have caused or contributed to bone loss and infection after implantation of the devices. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 150). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (1222922) and no similar event or complaint was found. July post market trending was reviewed and there were no negative trends or corrective actions for bone loss, infection or the returned devices. Therefore, based on the available information, device malfunction did not occur and the events (infection + bone loss) could not be verified through visual inspection of the returned products. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k013227.

Event description:
It was reported that implant (tsvb11) was removed due to bone loss, inflammation, and pain.